Event description:
It was reported that the leads were attempted but not used. The patient had a history of multiple lead extractions. The patient has a very tortuous left subclavian and narrow innominate vein which made the catheter and lead manipulation very difficult. It was noted that the leads appeared to be damaged in the process. No patient complications have been reported as a result of this event. The leads were returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.